Event description:
A malfunction alarm was reported by a caller regarding their pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.